Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle free IV connector experienced no flow when connected to the IV tubing. The nurse attempted to reconnect several times and it appeared that the piston would not compress. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.